Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an unspecified quantity of homechoice cassettes. This occurred during peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, air was detected in the tubing of the homechoice cassette. Renal therapy services (rts) reviewed proper procedures per the user manual and discussed continuous ambulatory peritoneal dialysis (capd). Rts advised the patient to contact their peritoneal dialysis registered nurse (pdrn). There was no patient injury or medical intervention associated with this event. No additional information is available.